Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery wand bent near the hand piece. Issue was reported initially before the harvester began the branch ligation. Harvester believes that the cautery was bent after it was taken out of the packaging but before it was inserted into the hp2 sheath. It could have been bent by other clinical staff or moving of the bed/patient as it was tucked into the drapes on the side of the bed. Harvester used the bent cautery for most of the case and only experienced issues in the final 10 minutes of the vein harvest. A new device was opened to complete the procedure. There was a 3-4 minute procedural delay. There was no patient harm. Photos provided by complainant shows a bent cautery wand.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/17/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The shaft of the harvesting device was observed bent closer to the handle of the harvesting device. There were no other visual defects observed. An investigation was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The shaft of the device was observed to be bent closest to the harvesting device handle. No other visual defects were observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "material twisted/bent shaft" was confirmed. The lot # 3000382876 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is is no relation between the batch manufacturing process and the reported failure.